Event description:
It was reported the radiopaque tip of single use guide sheath was left in the patient's bronchus during a diagnostic procedure. The procedure was completed without device recovery.

Manufacturer narrative:
E1/establishment name: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial with information inadvertently left out (g2) and to provide an update to field (h3). The device was evaluated by olympus, and it was confirmed that the radiopaque tip was detached form the tube of the guide sheath. The subject device was manufactured on november 2023 based on the provided 3 digit lot information "3yk. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and past replication testing, a likely mechanism causing the reported event (detachment of the radiopaque tip) could be the following. 1) the inductor tip was bent when the inductor was inserted. 2) the inductor joint was caught on the radiopaque tip. 3) the inductor was pushed and pulled while the inductor joint was caught on the radiopaque tip. Or, the guide sheath was pulled in the pulling direction. 4) the radiopaque tip was pushed and pulled while it was caught on the inductor, causing the radiopaque tip position to be dislocated. 5) the radiopaque tip was displaced at an angle to the tube. Therefore, when the inductor or instruments were extended, they caught on the radiopaque tip and fell off. Additionally, the result of the investigation indicates that the distal end of the tube was deformed. It is possible some type of force was applied to the distal end of the tube and the radiopaque tip causing the radiopaque tip to detach from the tube. However, the root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: "do not force the instrument if resistance to insertion is encountered. Reduce the angulation until the instrument passes smoothly. Forcing the instrument could cause patient injury, such as punctures, hemorrhages or mucous membrane damage, and could damage the endoscope and/or instrument." "While the ultrasound probe or endotherapy is inserted into the guide sheath, do not force the endoscope or guide sheath. Doing so could result in bending or breaking of endotherapy and/or ultrasound probe." "Do not insert the endotherapy into the guide sheath, if the forceps cups are open or if the cytology brush is extended from the distal end of the tube. Doing so could damage the endoscope and/or instrument." "Do not withdraw the endotherapy from the guide sheath if resistance to withdrawal is encountered. Reduce the angualtion of the endoscope and withdraw the endotherapy and the guide sheath together from the endoscope." "If excessive resistance makes withdrawal difficult, adjust the angulation of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal could damage the endoscope and/or instrument." Olympus will continue to monitor field performance for this device.